Event description:
It was reported patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to femoral loosening. The liner and femoral component were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity."